Manufacturer narrative:
(B)(4). Date sent: 2/4/2020. Date of event: publication year of 2002 batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: laparoscopic omentectomy for salvage of peritoneal dialysis catheters. Authors: marcy lee, m.d., and james f. Donovan, m.d. Citation: journal of endourology volume 16, number 4, may 2002. The objective of this study was to report the authors¿ experience with a laparoscopic method of omentectomy and catheter fixation for salvage of nonfunctioning peritoneal dialysis catheters. There were 13 patients (8 males, 5 females), with an average age of 52 years (range 21¿72 years), who presented with decreased outflow or complete outflow obstruction due to poorly functioning peritoneal dialysis catheters. All patients underwent laparoscopic omentectomy using either an endo-gia (2 patients) or 5-mm harmonic scalpel (11 patients) to separate the omentum along its superior border just adjacent to the transverse colon. One patient had a third catheter occlusion 22 months after omentectomy. Laparoscopy revealed the catheter was encased in sigmoid colon adhesions and a left pelvis hematoma. Adhesiolysis and hematoma evacuation were performed. Three patients had recurrent catheter malfunction, laparoscopy revealed one catheter was found entwined in remnant omentum and two within bowel adhesions. Laparoscopic adhesiolysis was successful in one patient with bowel adhesions and in the catheter entwined in remnant omentum, and unsuccessful in the other patient with bowel adhesion. One patient developed postoperative ileus, which resolved with 7 days of bowel rest. Another patient experienced peritonitis after 7 days postoperatively which was resolved with intraperitoneal antibiotic therapy. In conclusion, the authors reported that laparoscopic omentectomy with catheter fixation is a minimally invasive means of salvaging peritoneal dialysis catheters with outflow obstruction. Complications are few, and closure of laparoscopic incisions in water-tight fashion allows rapid return to peritoneal dialysis.